Event description:
It was reported that during an attempted implant, it took multiple rotations to extend the helix and when it did, it extended suddenly. Measurements were not ideal so the physician attempted to reposition, but the helix would not retract. After multiple attempts, they were able to retract the helix, but chose to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.